Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed due to window damage. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and passed. A touch screen manual test was performed and failed on the time and date screen. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was a defective lcd. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.